Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Root cause description: bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented.

Event description:
It was reported that the safety on a bd vacutainer® eclipse¿ blood collection needle fell off when activating after blood collection. There was no report of exposure, serious injury, or medical intervention.